Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a calibration error alert that led to a change sensor alert. She also reported that she had a sensor glucose reading of 60 mg/dl that triggered threshold suspend when the blood glucose was actually at 250 mg/dl. She stated that there was no incorrect or delayed entry of a blood glucose reading. She stated that the alert occurred after initialization. Nothing further was reported.